Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor icon was displayed on the remote monitoring device associated with this implantable cardioverter defibrillator (ICD). The patient was referred to their clinic. No further information was available. No adverse patient effects were reported. This device remains in service.